Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Due to the event the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin.